Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. Summary of investigational findings: evaluation is based on the description of event and the returned product. It is reported, that the "delivery system was passed through the sheath to the point of the steel washer, the filter would not advance forward, despite ample force". Unknown, what "steel washer" mean. However, assuming this is the tactile bump. According to the IFU, the filter introducer must be advanced until the check-flo valve contacts the tactile bump. When reaching the tactile bump the introducer sheath must be withdrawn and connected to the handle. While doing this a slight resistance will be felt, due to the tactile bump passing the valve. But based on the description the root cause for this event cannot be determined. The investigation of the returned device did not reveal any difficulties when advancing the filter through the check-flo valve and the sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: successful venogram performed, prior to filter insertion. Filter was opened, appeared normal and was prepped for use. As the delivery system was passed through the sheath to the point of the steel washer, the filter would not advance forward, despite ample force. The decision was made to remove the filter, even though it was difficult coming back through the hemostasis valve. The filter was deformed but complete. A second filter was implanted successfully through the sheath of the original filter. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence